Manufacturer narrative:
The customer¿s report that the collar is broken and stuck in a valve was not confirmed. Visual inspection of the set showed no damage or any anomalies. Testing resulting in no leaking or any obvious issues. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that on the 8 wt bmt unit, the supply chain received a bifuse on (B)(6) 2018. The product appears to have a broken collar in addition to being stuck in a needle free valve. There was no patient injury. The samples were received in a bag labeled "tubing cracked & leaking from PICC line."